Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown / unknown / unknown / unknown.

Event description:
It was reported that pump displayed malfunction alarm code and customer contacted support for assistance, with no notable events occurring before issue. There was no adverse impact to the customer¿s blood glucose level. Customer worked with technical support to reset pump, malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction returned, and customer acknowledged and understood these instructions.